Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of the diaphragm valve, broken shell. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. And also identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.